Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date in (B)(6) 2013 for an unknown reason. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation, which was unknown at the time of the initial medwatch. Examination of returned device was inconclusive. During the evaluation, parts were found to be dimensionally within print specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2013. Date implanted - unknown date explanted - (B)(6) 2013. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.